Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer hospitalized due to high blood glucose. The customer's blood glucose was 738 mg/dl at the time of the incident. The customer's blood glucose was 181 mg/dl at the time of call. The nurse stated that the customer felt weak. The nurse stated that the customer was given insulin drip to treat the high blood glucose. The insulin pump will be returned for analysis.